Manufacturer narrative:
(B)(4). The lot was manufactured december 5, 2014 ¿ december 8, 2014. The device was visually inspected for particulate matter at the baxter dublin compounding center. Visual inspection verified black marks in the device. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were black marks on a large volume infusor. The black mark was identified after the device was compounded with an unspecified amount of fluorouracil, during storage. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.